Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. Visual analysis of the photo revealed the catheter body was separated. The guide wire also appeared severely kinked. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage". The customer report of a separated catheter was confirmed by visual inspection of the customer supplied photo. However, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: using arrow arterial line kit. Catheter inserted with positive blood return, wire advanced, catheter easily advanced. When removing wire/needle, resistance was met (captured in 9680794-2020-00478) and the catheter tip broke off from the apparatus. Plastic surgery was consulted and removed the tip of the catheter at the bedside. The incision was sutured with no additional plastics follow-up needed. The patient's condition is reported as fine with no further consequence.

Event description:
The complaint is reported as: using arrow arterial line kit. Catheter inserted with positive blood return, wire advanced, catheter easily advanced. When removing wire/needle, resistance was met (captured in 9680794-2020-00478) and the catheter tip broke off from the apparatus. Plastic surgery was consulted and removed the tip of the catheter at the bedside. The incision was sutured with no additional plastics follow-up needed. The patient's condition is reported as fine with no further consequence.

Manufacturer narrative:
(B)(4). The customer returned one opened ra kit containing the actual sample, and one opened ra kit containing an unused sample for evaluation. It was assumed that the unused sample was intended to be analyzed as a representative sample. Visual examination revealed a portion of the catheter was separated. The separated portion contained a significant amount of biological material and numerous kinks/bends. The fractured surface on the separated portion and the attached portion appeared smooth, which indicates the separation was caused by contact with a sharp object (i.e. Needle). The guide wire was observed to be kinked and stuck in the needle. Visual examination of the representative sample did not reveal any defects or anomalies. The separated portion of the catheter measured to be 1.38" and the portion of catheter still secured to the hub measured 0.2", totaling 1.58" which is within specifications of 1.541-1.581" per product drawing. The inner diameter of the catheter body measured to be 0.032" which is within specifications of 0.031-0.034" per product drawing. The outer diameter of the catheter body measured to be 0.045" which is within specifications of 0.044-0.047" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was able to fully advance off the returned introducer needle with minimal resistance. The representative sample catheter was able to advance off the representative needle with minimal resistance. The guide wire was unable to be advanced or retracted from the returned introducer needle. The representative guide wire was able to fully advance and retract from the representative introducer needle. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage.". The customer report of a separated catheter was confirmed by complaint investigation of the returned sample. The damage observed appeared consistent with the catheter coming into contact with a sharp (i.e. Needle bevel). The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: using arrow arterial line kit. Catheter inserted with positive blood return, wire advanced, catheter easily advanced. When removing wire/needle, resistance was met (captured in 9680794-2020-00478) and the catheter tip broke off from the apparatus. Plastic surgery was consulted and removed the tip of the catheter at the bedside. The incision was sutured with no additional plastics follow-up needed. The patient's condition is reported as fine with no further consequence.